Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31543255l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation, and the patient experienced cardiac tamponade that required pericardial drainage and prolonged hospitalization. Before the radiofrequency (rf) ablation for pvc was started, cardiac tamponade occurred. Pericardial drainage was performed, and the procedure was successfully completed. The patient required extended hospitalization. The physician considered that the cardiac tamponade might have occurred when the qdot micro catheter was moved near the left atrial appendage (laa). No abnormalities were observed prior to or during use of the product. Transseptal puncture was performed with a radiofrequency (rf) needle. The outcome of the adverse event was improved. No rf ablation was performed prior to the issue. Medical history include patient was on dialysis. Procedural activated clotting time (act) was 300-400 seconds.